Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned coronary treatment. The procedure got delayed for 5 minutes to restarting the system. It was reported to philips that device gave a remote alert indicating the host pc had a memory problem occurred during power on self-test. Upon troubleshooting, philips field service engineer (fse) found that the air conditioning in the technical room was not functioning, leading to a significant temperature increase that caused the host pc to fail. To resolve the issue, the fse activated the air conditioning and restarted the system. According to the philips helpdesk recommendation, the fse replaced both the host pc and the hard disk. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system had a memory issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A memory issue during power on self-start which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the host pc had a memory problem, which could impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.